Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. Microscopic inspection revealed a pinhole in the middle of the balloon with a scratch. The reported balloon burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed by simply pulled it out and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed by simply pulled it out and the procedure was completed with another of the same device. There were no patient complications reported.